Event description:
The device was used during a laparoscopic sigmoidectomy. Reportedly, the instrument did not fire and would not open. The surgeon applied another device and resected the tissue at the application site to remove the device and complete the procedure.